Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reports that a month after the dental implant was placed in ada site 4 in type iii bone, the implant had not yet obtained osseointegration. A bone graft was performed. Clinician reports mobility. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reports that a month after the dental implant was placed in ada site 4 in type iii bone, the implant had not yet obtained osseointegration. A bone graft was performed. Clinician reports mobility. The product will be forwarded to the manufacturer for investigation. There were no reported complications.